Event description:
It was reported that during preparation for a pci procedure, the shaft of the maverick2 monorail catheter was broken right out of the packaging. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "okay".